Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing auto-reducing. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. The patient is not currently using therapy. X-rays revealed slight lead migration. Surgical intervention is pending to address the reported issue.